Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the left anterior descending artery (lad). As the physician began to introduce the 2.5 x 28 mm taxus liberte stent into the unspecified guide catheter, the shaft of the device broke into two pieces. The device never entered the pt and the procedure was successfully completed with a 2.5 x 28 mm taxus stent. No pt complications were reported with the pt's current condition listed as "stable."